Manufacturer narrative:
ADDITIONAL SUSPECT MEDICAL DEVICE COMPONENT INVOLVED IN THE EVENT: MODEL NUMBER/CATALOG NUMBER: SC-2218-50, SERIAL NUMBER: (B)(6), BATCH/LOT NUMBER: 7100551, MODEL/CATALOG DESCRIPTION: LINEAR ST LEAD KIT 50 CM, UNIQUE IDENTIFIER (UDI)#: (B)(4). MODEL NUMBER/CATALOG NUMBER: SC-2218-50, SERIAL NUMBER: (B)(6), BATCH/LOT NUMBER: 7100704, MODEL/CATALOG DESCRIPTION: LINEAR ST LEAD KIT 50 CM, UNIQUE IDENTIFIER (UDI)#: (B)(4). BLOCK B3: EXACT DATE UNKNOWN, EXPLANT DATE USED AS THE APPROXIMATED DATE OF EVENT. D6B: EXPLANT DATE: 2025.

Event description:
IT WAS REPORTED THAT THE PATIENT UNDERWENT A SPINAL CORD STIMULATOR (SCS) EXPLANT PROCEDURE DUE TO OTHER UNKNOWN HEALTH ISSUES. NO FURTHER INFORMATION HAS BEEN OBTAINED.

Event description:
It was reported that the patient underwent a Spinal Cord Stimulator (SCS) explant procedure due to other unknown health issues. No further information has been obtained.

Manufacturer narrative:
Investigation results:The device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device, however response was not received. Device History Record: It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.Investigation Conclusion:Based on a thorough review of the reported complaint, Boston Scientific has assigned an investigation conclusion code of Cause Not Established.Additional suspect medical device component involved in the event:Model Number/Catalog Number: SC-2218-50.Serial Number: (b)(6).Batch/Lot Number: 7100551.Model/Catalog Description: LINEAR ST LEAD KIT 50 CM.Unique Identifier (UDI)#: (b)(4). Model Number/Catalog Number: SC-2218-50.Serial Number: (b)(6).Batch/Lot Number: 7100704.Model/Catalog Description: LINEAR ST LEAD KIT 50 CM.Unique Identifier (UDI)#: (b)(4). Block B3: Exact date unknown, explant date used as the approximated date of event. D6b: Explant Date: 2025.